Event description:
A customer contacted beckman coulter inc. (Bci) to report obtaining numerous elevated troponin (accutni) results within the risk stratification range for two (2) patients, generated by the access 2 immunoassay analyzer. The results were reported out of the lab. Repeated analysis of samples recovered lower results within the normal reference range. The customer stated there was no death or injury to patient requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Sample collection and centrifugation information were not supplied. Customer stated that qc had been recovering within their established ranges. Data has not been supplied to date. Weekly maintenance was performed on 04/07/2011 including cleaning probes and a passing system check. Weekly maintenance including system check had not been performed until requested by bci customer technical support on 04/18/2011, followed by qc, recovering within expected range. Service was not dispatched for this event because the customer declined. User error due to lack of maintenance is root cause for these events.